Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 6) occurred with multiple cartridges during the load process. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Additionally, it was reported that a minimum fill notification and unexpected reset occurred. Customer declined to further troubleshoot with tandem technical support. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 130 mg/dl.